Event description:
It was reported that the right ventricular lead exhibited noise episodes since (B)(6) 2013 and one low impedance measurement was recorded. The noise could not be reproduced with isometrics. A chest x-ray would be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.